Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted and 1 day after insertion it was noted that the patient's arterial pressure was 20 mmhg, but the patient's normal range is 100 mmhg - 120 mmhg. The customer attempted to calibrate the sensor a couple of times, but arterial pressure did not rise. The iab was remove and therapy discontinued. There was no reported injury to the patient.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted and 1 day after insertion it was noted that the patient's arterial pressure was 20mmhg, but the patient's normal range is 100mmhg-120mmhg. The customer attempted to calibrate the sensor a couple of times, but arterial pressure did not rise. The iab was remove and therapy discontinued. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. One kink was observed on the catheter tubing approximately 36.6cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4). Record ID (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted and 1 day after insertion it was noted that the patient's arterial pressure was 20mmhg, but the patient's normal range is 100mmhg-120mmhg. The customer attempted to calibrate the sensor a couple of times, but arterial pressure did not rise. The iab was remove and therapy discontinued. There was no reported injury to the patient.